Event description:
Per the clinic, the patient experienced post-aural discharge in (B)(6) 2021 (specific date not reported). The patient was later hospitalized (specific date and duration not reported) and was treated with oral and intravenous antibiotics (specific date and duration not reported).